Event description:
It was reported that before a laparoscopic sigmoidectomy procedure, the clip ejected when the clip was fed into the jaws of the device by a scrub nurse. Which was before being used for the patient. The clip did not fall into the patient. There were no adverse consequences to the patient. Reinforcement material was not used.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---the event occurred before firing. What vessel or structure was the device fired on at the time of the event? ---around colon. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes, the device was fired out of the patient. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed one clip as intended and it ejected sixteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.